Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, self test and unexpected restart test. There was no unexpected signal to low or unexpected restart error alarm noted. The unit was unable to download using carelink pro due to error alarm found in alarm history. The error alarm was due to corrupted history file. The unit had minor scratched lcd window.

Event description:
It was reported that the customer received an unexpected restart alarm, external ram error as well as a spanish software anomaly. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.